Event description:
It was reported, that intermittent audio output occurred. The patient stated, that they had been vomiting starting on (B)(6) 2023 to (B)(6) 2023. When the patient woke up on (B)(6) 2023, she stated, she could not walk without holding onto the wall. She stated, that 4 days prior to this event, they experienced symptoms of vomiting and thought she had food poisoning. The patient stated, that they went to the emergency room for diabetic ketoacidosis. The patient stated, that they received a first alarm (unknown what the cgm was alerting for), but did not receive the second alarm in which her blood sugar was increasing leading to dka. When the patient arrived at the ER, their blood glucose was checked and it was 520 mg/dl. The patient was in the intensive care unit (ICU) for 4 days. They did not provide treatment details and only mentioned, that they had blood tests done. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.